Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation.

Event description:
During a tendon transfer procedure, when the package was opened it was noticed that the anchor was not connected to the inserter and could not be reattached. The procedure was completed with another anchor without delay.